Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced an elevated blood glucose level of 400 mg/dl. The customer was uncertain of the suspected cause. The customer delivered a correction bolus. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.